Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to treat a female patient (age unknown), the device inappropriately shut down. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
MDR correction (h10): this supplemental medwatch report is reporting the evaluation of the device and correcting information submitted on the initial medwatch report. Please reference section b3. The device was returned to zoll medical corporation for evaluation. The customer's report was not replicated or confirmed. The device was put through extensive functional testing including impedance calibration testing, defib/pacer stress testing, bench handling, and defib cycling without duplicating the report. An inspection of the device's power and display connections found no discrepancies. Review of the device log found no evidence of the report. The device was recertified and returned to the customer. No trend is associated with reports of this type.